Manufacturer narrative:
Batch review performed on 16 may 2018; lot 175238: (B)(4) items manufactured and released on 30 november 2017. Expiration date: 2022-11-15; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
About 2 month after primary the patient was revised for a knee infection. Liner swap. The surgery was completed successfully. The pathogen is unknown.